Manufacturer narrative:
(B)(4). Customer complaint of swg separated from the ra device was confirmed through customer provided photos. However, without the physical sample, complaint verification testing could not be performed. A device history record review was performed , and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. The IFU provided with this kit warns the user "if resistance is encountered while advancing spring-wire guide do not force feed. Warning: do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage." Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Photo provided by customer indicates the swg (spring wire guide) separated from the rest of the ra device.